Event description:
It was reported that the patient's left hip was revised due to pain. Surgeon reported that after primary implantation, patient sustained an acetabular fracture in a motor vehicle accident and suspected shell loosening. Intra-operatively, surgeon reported that the shell came out more easily than expected. A shell, liner, and head were revised. Rep confirmed there are no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.